Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while bolusing. Explained the no delivery alarm and possible causes. Troubleshooting could not be done because the alarm had been resolved by a complete set change. The customer's blood glucose was 427 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.